Event description:
Boston scientific received information that this right atrial (ra) lead tip broke off during system extraction. The bottom portion of the lead was left in the patient's body. The remaining part of this ra lead was removed. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.